Event description:
As reported by the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the rf3 delivery device balloon burst upon deployment of the valve. Per report, the valve was positioned as recommended across the native valve under rapid pacing. The valve appeared to have been fully deployed. Post deployment tee did not reveal pvl and/or central leak. No post dilatation was needed and the patient was noted to have recovered well.

Manufacturer narrative:
(B)(4). The complaint was confirmed. Preliminary investigation revealed the balloon burst. Follow up examination pending.

Manufacturer narrative:
(B)(4). The retroflex 3 delivery system was returned to edwards for evaluation in a used condition. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the majority length of the balloon. Visual inspection along the balloon tear line did not reveal any surface defects. Balloon single and double wall thickness was measured in several locations and was found to meet specification. Visual and dimensional inspection of the delivery device did not reveal any manufacturing defects or non-conformances that may have contributed to the event. A device history record (DHR) review for the rf3 delivery device was performed. The affected device work orders and pv testing were evaluated and did not reveal any issues during manufacturing that could be related to the event. Review of the complaint history revealed similar complaints where the balloon burst during deployment. For the complaints where the product was returned for evaluation, no manufacturing non-conformances were confirmed. There were no manufacturing non-conformances found on the returned device. The balloon component is 100% visually inspected for defects, burst pressure tested, and 100% dimensionally inspected per internal procedures during the manufacturing process, which makes it highly unlikely that a damaged or out of specification balloon component is the root cause. The balloon is inflated to ensure proper size and inspected for mechanical damage per internal procedures, and the device is leak tested after the balloon is pleated and folded per internal procedures. This makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. This failure mode has been investigated through an internal technical which states that deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus via open cell impingement or stress concentration. Although it cannot be confirmed, it is possible that the rupture was caused by puncture from a calcium deposit. The complaint was confirmed, but there is insufficient information available to determine the cause for the observed event. Available information suggests that patient factors may have contributed to the event. There is no confirmed manufacturing non-conformance inadequacy in the labeling/IFU which could have resulted in the complaint. A review of the complaint history for the month of (B)(4) 2012 did not reveal that occurrence rate exceeds the control limits for this failure mode. Therefore, no corrective action is necessary.

Manufacturer narrative:
Additional information provided by the clinical specialist (cs), indicated that the patient's aortic annulus was severely calcified.

Manufacturer narrative:
(B)(4).